Event description:
Boston scientific received information that this patient presented for a cardioversion. Telemetry indicated that the left ventricular (lv) lead exhibited low pacing impedance measurements of 280 ohms and no capture, even with an output of 7.5 v and maximum pulse width. An x-ray confirmed that the lead had dislodged. As a result, a revision procedure was scheduled. The device was programmed to vvi configuration until the revision procedure. No adverse patient effects were reported.

Event description:
Field follow-up confirmed, no system intervention took place due to a colonized urinary tract infection. Reportedly, the identified bacteria exhibited resistance to several antibiotics, resulting in sepsis and multi-organ failure. The patient then passed away. No return of product is expected and there were no allegation that the boston scientific lead was a cause or contributor to the patient's death. The physician confirmed the patient exhibited hemodynamic instability, due to their on-going urinary tract infection(s). Additionally, the physician confirmed a diagnosed terminal heart disease which proved difficult to medically manage.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Should a product be returned at a later date, this event will be reopened and updated.